Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that she experienced a "meter casing issue" with her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on either (B)(6) or (B)(6) 2011 at 8:00am, she discovered that the subject meter casing was "broken into pieces". The patient stated that she manages her diabetes with insulin, 30units (morning) and 50units (evening) of lantus and novolog (sliding scale) and immediately after the reported issue began, took her usual 30units of lantus in response to it. Shortly after, the patient claimed to have developed symptoms of "shakiness, incoherence, and inability to speak properly". A few minutes later, on the same day as the alleged product issue, the patient reported calling ems who tested her during the following times and obtained the following results: at 8:30am "42mg/dl" and was immediately treated by the ems with a "bag of sugar" and then tested again at 8:45am "79mg/dl", and again at 9:00am "225mg/dl". During troubleshooting, the cca determined that there was evidence of misuse. Replacement products were sent to the patient. This complaint is being reported because, the patient developed symptoms suggestive of a serious injury and received treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.